Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture changes on b5: describe event or problem, h6: device codes and h6: patient codes. The clinic mentioned that the patient became septic that is not device-related.

Event description:
It was reported that the patient with this right atrial (ra) lead had infection. A system extraction was performed, except for the ra lead. The end part of the ra lead broke off and was left on the subclavian area, the physician could not get the rest of the lead out. A new system was then implanted. Additionally, the clinic noted that the patient became septic from something else, not device-related. There were no additional adverse patient effects reported.